Manufacturer narrative:
The suspect medical device was not yet returned to MFR for evaluation. The exact cause of the user's experience and the reported phenomenon could not be determined and therefore is being judged as unk. However, if the suspect medical device is returned for evaluation and additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the bladder tumor (turbt) procedure, the ceramic insulation of the suspect medical device broke/fractured and a fragment/part of 20 mm in size fell inside the patient's bladder. No fragments/ parts remained inside the patient as they were retrieved by unspecified forceps. The intended procedure was reportedly completed by using a different but similar device. There was no report about patient injury or additional treatment.